Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the dbs on the patient¿s back was still implanted but not working anymore.